Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported image issues and cable disconnection were not confirmed or duplicated. No issues were identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image on the subject device disappeared temporarily, and they suspected there was a disconnection in the cable. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the intermittent image was unable to be duplicated. The root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.